Event description:
Information was received that this smiths medical cadd cassette reservoirs experienced medication leakage. It was reported that the inside bag of the cassette was drilled, and the leaking of medication was observed. No reported adverse effects.